Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the camera and instruments in the tracking window are moving back and forth and showing up intermittently. The camera was cleaned and checked for damage. The ndi toolbox was checked. The instrument and reference frame were checked and cleaned. The lighting of the environment was adjusted. It was confirmed that the camera was aimed at the reference frame and the instruments were in the field of view (fov). It was confirmed that the correct instruments were added to the procedure. The system was rebooted. The instrumented were not being used to navigate at the moment they were out of the camera field of view (fov) and the spheres were not able to be seen. It was confirmed that the software was not showing "localizer disconnected".  This troubleshooting did not resolve the issue. The procedure was delayed by less than one hour and there was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: camera 9735821 vega base s8 svc, lot/serial: (B)(4). A medtronic representative went to the site to perform a system checkout. The camera was replaced. (B)(4) are applicable to the system checkout. The camera was returned to medtronic for analysis. Testing was conducted and damage and functional failure were confirmed. (B)(4) are applicable to the camera analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.